Event description:
The caller alleged discrepant results when repeated the test with inratio.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: as per internal procedure, if not met. The product will be investigated. Also as per internal procedure, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient.